Event description:
Cook (B)(6) reported for the customer, "the port was implanted and a few days later, the patient came back with the port disconnected and then a further procedure had to be done to remove the port from the atrium and had to be removed with a snare introducer through the femoral vein with no further problems to the patient." Update received on (B)(6) 2011: port implanted as usual without problem. After 2 months patient came back with nonfunctioning port. The port was disconnected to the catheter, and the catheter migrated to the pulmonary vein. It was successfully retrieved in a difficult procedure, using a snare introduced through femoral vein. Finally the patient is in good condition, and another port from bard will be implanted shortly.

Manufacturer narrative:
(B)(4). Engineering reported, the device was not returned for an investigation. Several x-ray images were sent and reviewed. Engineering stated, "the images did not provide sufficient information for a thorough investigation."